Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported rn went into pt's room to draw am labs. Upon drawing back on the pac extension with a 10 ml syringe to draw patient's waste this rn heard an unexpected noise and blood was spraying out of the pac extension tubing. This rn attempted to flush pac and heparinize prior to.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported rn went into pt's room to draw am labs. Upon drawing back on the pac extension with a 10 ml syringe to draw patient's waste this rn heard an unexpected noise and blood was spraying out of the pac extension tubing. This rn attempted to flush pac and heparinize prior to.